Event description:
It was reported that there was a crack on the reservoir. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was cracked near the elbow fitting. Visually inspection the rear enclose was cracked by the elbow fitting. The root cause of the reported issue was found to be the rear enclose was cracked. Actions were taken to mitigate the reported issue: replaced rear enclosure.